Event description:
A hydra jag was used for a therapeutic common bile duct procedure. During the procedure, the tungsten coating on the guidewire peeled off. The procedure was completed using another device.